Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of noise on the right atrial channel causing inappropriate mode switching and causing the patient to experience palpitations. The crt-d remains in service and no adverse patient effects were reported.